Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: device not yet returned; evaluation on-going.

Event description:
It was reported by the healthcare professional to the company sales representative "after opening the package, it was found the needle and suture were separated. The product was not used on patient." The needle had been detached prior to use.

Manufacturer narrative:
There are previous complaints of this code batch regarding the same issue that were closed as confirmed after the analysis. We manufactured and distributed in the market 6,120 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open unused sample with the needle detached from the thread and the thread still wound on the pack. The thread has escaped from the thread although the thread was introduced deeply enough in the needle as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that there are previous confirmed complaints of this code batch for the same issue and the open sample received, we conclude that the complaint is confirmed by evidence. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.